Manufacturer narrative:
(B)(4). A manufacturing record evaluation was performed for the finished device lot, and no non-conformances were identified. Attempts have been made to retrieve the device. To date the device has not been returned. If the device or further details are received at a later date a supplemental medwatch will be sent.

Event description:
It was reported that a patient underwent a c-section on (B)(6) 2019 and suture was used. During the procedure, the suture broke. Changed another one to complete the surgery. There were no adverse patient consequences reported. No additional information could be provided.

Manufacturer narrative:
(B)(4). Additional h3 investigation summary: an empty opened foil and one re-parked needle-suture piece in the winding former of product code vcp345, lot ml7004 were returned for analysis. During the visual inspection of sample, the swage and attachment area were noted to be as expected, but the end suture piece was observed flat and cut appears to be by use of a surgical instrument. Due to the sample condition, the assignable cause of breakage suture suggests an improper handling of the sample.